Event description:
A NURSE REPORTED THAT WHEN USING THE PROVIDED, NEW TRANSDUCER PROTECTOR ON COMBISET, THE TRANSDUCERS BECOME WET MORE FREQUENTLY AND HAVE TO BE CHANGED OUT ALMOST DAILY ON MOST PATIENTS. TRANSMEMBRANE PRESSURE (TMP) ALARMS ARE ALSO RINGING MORE FREQUENTLY. STAFF HAVE BEEN INSTRUCTED TO MAKE SURE TRANSDUCERS ARE TIGHT, AND THE PROBLEM IS STILL OCCURRING. IN A FOLLOW UP, THE REPORTER VERIFIED THE EVENTS. THERE WAS NO BLOOD LOSS FOR PATIENTS. WHEN THE PROTECTORS FAIL THEY ARE REPLACED QUICKLY. THERE ARE NO SAMPLES TO RETURN.

Event description:
A nurse reported that when using the provided, new transducer protector on Combiset, the transducers become wet more frequently and have to be changed out almost daily on most patients. Transmembrane pressure (TMP) alarms are also ringing more frequently. Staff have been instructed to make sure transducers are tight, and the problem is still occurring. In a follow up, the reporter verified the events. There was no blood loss for patients. When the protectors fail they are replaced quickly. There are no samples to return.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Manufacturer narrative:
Plant Investigation: The complaint sample is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown, a search in the SAP system was performed to identify all related lots shipped to the customer within three (3) months prior to the event date to identify the lot number of the complaint product. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (Device history record) review of the lots involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. No sample has been provided at this time. The complaint was not confirmed.